Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of the left circumflex artery. A 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element stent delivery system was returned for analysis. A visual examination of the stent found signs of damage, with stent struts at distal end of stent lifted and pushed proximally. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of the left circumflex artery. A 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.